Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was damaged and the system failed to boot properly. After replacement of the power enclosure, the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect conversion power enclosure has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site drove the system down a ramp and the power enclosure blew out. No patient present.

Manufacturer narrative:
Item disposition updated from null to hold for future use failure mode updated from null to electrical able to duplicate the issue updated from null to yes finding <(>&<)> (B)(4) the site drove the o2 down a ramp and the power enclosure got blown out." Enclosure power conversion failed bench test. Visual inspection confirm diode d6 is physically damaged; it is electrically over stressed. A medtronic representative went to the site to test the equipment. Testing revealed that the cause of the issue was that diode d6 was physically damaged. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.